Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band was placed and inflated on patient. The band immediately lost all air and could not be reinflated. Manual pressure was held until another tr band could be placed. The second band worked but patient did develop a small hematoma. Estimated blood loss was 250cc. Patient was in stable condition. Procedure outcome was successful. The event occurred post-treatment. The patient was not injured during the event and medical or surgical intervention was not required.

Event description:
Additional information was received on 9 aug 2023: the procedure was a diagnostic cerebral angiogram. There was no noticeable damage to the device. The device was not manipulated before use in any way pre-use or during storage. Prior to use the product was stored in the in stored on the shelf in the procedure room.

Manufacturer narrative:
Additional patient information: patient height: 5'8" this report is being sent as follow-up no. 1 to provide additional information in section b5, to update section h3 and to provide the completed investigation results. The sample was subjected to visual analysis. There was no air in the balloon. No damage or deformities were noted on the band or inflator. The sample was subject to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the connector tube to inflation tubing joint. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete bond at the joint. The complaint can be confirmed for air leakage. The exact cause is an incomplete weld around the inflation tube and connector tube. The ops quality engineer (qe) was notified about this issue and this complaint was added to the scope of non-conformances (nc). Nc will contain root cause analysis and corrective actions. Corrective and preventative action (CAPA) was initiated for the increase in air flow issue complaints for tr band 2. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).